Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a and annex g). Event summary: a representative of (B)(6) hospital informed cook on 07jun2023 of an incident involving a ncircle tipless stone extractor (rpn: ntse-015115; lot # 15208252). As reported, during a transurethral lithotomy (tul) procedure, the device was tested prior to use in an uncoiled position, and it was found that the base of the basket wire had been broken by the sheath. Another device of the same type with an unknown lot number was used to complete the procedure. There were no adverse effects to the patient reported. Investigation ¿ evaluation: a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as, a visual inspection and functional test of the device were conducted. A device failure analysis was conducted on the returned device. One device was returned in open packaging. The handle did not actuate basket formation. A visual inspection showed the basket assembly was overextended from the distal end of the basket sheath, indicating the cannulated handle had pulled free from collet. The device was reassembled, and normal function was restored. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A lot history search found two complaints had been reported for this lot. The two complaints were related. The process is individually performed on each device and then functionality is tested. The two complaints were not enough evidence to conclude that other devices in the lot were nonconforming. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The product IFU did not provide any information related to the reported issue. Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the basket assembly disconnecting from the handle could not be determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = postal code: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul) procedure, the device was tested prior to use in an uncoiled position and found the base of the basket wire from an ncircle tipless stone extractor had been broken by the sheath. Another device of the same type with an unknown lot number was used to complete the procedure. There were no adverse effects to the patient reported.